Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lung lobectomy procedure, the circulator noted that the surgeon believed that the device misfired. There were no patient consequences. Case completed with suture reinforcement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the device was fired only once on the bronchus. Staples were deployed, but not fully formed. No buttress material used; (B)(4) was also used in the case.